Event description:
A patient reported that the touchscreen on their pump was unresponsive at times and the pump clock was losing time. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.